Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum output. It was reported that the ra lead appeared to be dislodged a day post implant. A revision procedure was done in which this ra lead was repositioned. This ra lead remains in service. No adverse patient effects were reported.